Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for right atrial flutter with a thermocool smart touch bidirectional catheter where the contact force values were displaying on the carto 3 system. On 6/14/2017, the biosense webster failure analysis lab received the device for evaluation, and the pebax was found to be split approximately 6.5mm from the distal end of the tip dome. Additionally, the peek housing was bent on the proximal side of the third electrode at the polyurethane margin. Bending the catheter showed exposed metal and broken lead wires inside the pebax. The returned device was visually inspected, and a cut was found on the pebax. Additionally, the peek housing was bent. Per the observed conditions, scanning electron microscope (sem) analysis was performed. The results showed evidence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint regarding force issues cannot be confirmed. The root cause of the observed damage cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model and serial numbers unknown st. Jude medical 8fr ramp sheath, model and lot numbers unknown manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial flutter with a thermocool smart touch bidirectional catheter where the contact force values were displaying on the carto 3 system. A cable change did not resolve the issue, so the catheter was replaced, and the case was completed without patient consequence. On 6/14/2017, the biosense webster failure analysis lab received the device for evaluation, and the pebax was found to be split approximately 6.5mm from the distal end of the tip dome. Additionally, the peek housing was bent on the proximal side of the third electrode at the polyurethane margin. Bending the catheter showed exposed metal and broken lead wires inside the pebax. No difficulty was noted during withdrawal of the catheter. The damage was not observed prior to use, upon withdrawal of or prior to returning the catheter for analysis. A st. Jude medical 8fr ramp sheath was in use, and it was noted that this sheath was used accidentally. No issues with the catheter were encountered prior to the use of this sheath. The force issue is not reportable. Such errors are highly detectable, and prevent the device from being used. The device must be replaced, and the potential that this could cause or contributed to an adverse event is remote. The issue with the bent peek housing is not reportable. If there is no exposure of internal components, or any evidence that the integrity of the catheter has been compromised, then the potential that it could cause or contribute to an adverse event is remote. In this case, there were no internal components exposed and the catheter integrity was maintained. However, the issue with the broken pebax is reportable. If the catheter's internal components are exposed, there is a critical risk of thrombus formation. The awareness date for this complaint is (B)(6) 2017, as that is when the reportable lab findings were discovered.